Event description:
While opening for the case we discovered a hole in the green dust cover around the single basin. We removed it from the sterile field, opened an ioban for the scrub tech to place over the contaminated area, and then proceeded with the event report.